Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost stimulation and the ipg would not communicate with external devices.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.